Event description:
An alarm was reported by the caller while they were out at a festival, with initial reports noting alarm 2 and later mentioning alarm 26. There was no adverse impact on the customer's blood glucose level, and it did not exceed 500 mg/dl. Technical support instructed the customer to disconnect from the site, load a new, empty cartridge onto the pump, and deliver a 9-unit bolus, which was completed successfully. Reportedly, the customer continued to use the pump for insulin therapy, while waiting for a replacement pump.